Event description:
It was reported that the patient used a sample protective barrier wipe during the application of his ostomy pouching system. The patient allegedly removed the entire pouching system approximately 2 days later due to an itching sensation underneath the pouching products. Upon removal of wafer, the patient found that the skin was red, weeping and itchy in the areas he had applied barrier wipe. The patient cleansed the area with wafer and applied cortisone cream to the affected areas. The patient's skin reportedly cleared within one week. Client re-tried the barrier wipe and had the same reaction. Patient outcome not reported.

Manufacturer narrative:
Convatec is submitting this report as a result of remediation activities related to the FDA 483 issued april 16 2014. Device listed in this report is used for treatment, not diagnosis. Any additional info received regarding this event after filing this report shall be filed on a supplemental MDR. Complete review of blending batch records indicates zero failures during the blending process with no unusual events noted. Root cause not possible to determine definitively with no samples available. This complaint will continue to be monitored.